Event description:
It was reported that the implantable cardioverter defibrillator (ICD) displayed an alert for pacing lead impedance not taken on the right ventricular (rv). The device was reprogrammed and remains in use. No patient complications have been reported as a result ofthis event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.